Event description:
Patient contacted dexcom technical support on (B)(6) 2015 report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015, resulting in a hypoglycemic event. Patient did not provide any specific information related to inaccuracies. Patient claims passed out at 5:00 am and woke up around 8:30 am. Patient self-administered cranberry juice and consumed a protein bar. No medical intervention or injuries were reported. Patient reported to dexcom technical support a current condition of recovered.

Manufacturer narrative:
(B)(4).